Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they was a lead revision. No further complications were noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a return of symptoms. The rep stated there was no known environmental, external, or patient factors that may have led or contributed to the issue. The rep stated it was not known if there were any diagnostics or troubleshooting performed. The rep noted they had different programming configurations. The rep noted the issue was resolved at the time of the report. The rep added surgical intervention did not occur, but that it was planned for (B)(6) 2018. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and no new information. No further information or complications were noted.